Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for samples from a mother and her child. The physician complained that the thyroid tests did not correlation with clinical condition. The laboratory repeated testing on an abbott architect instrument and diluted the samples with peg. Of the data provided, only the results for thyrotropin (tsh) and free thyroxine (ft4) for one sample drawn from the mother on (B)(6) 2015 were discrepant. Refer to the attachment to the medwatch for all patient data. The patient was not adversely affected. An interference with tsh auto antibody was suspected. The roche analyzer used was cobas e602 analyzer serial number was (B)(4). Refer to the medwatch with (B)(6) for the tsh assay.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were not reproduced. A specific root cause was not determined.